Manufacturer narrative:
Outcomes attributed to adverse event - disability or permanent damage.

Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the clinic representative to reset the device on (B)(6) 2014. Clinic representative did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).